Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that the uvc snapped while being removed. No tension was felt and the suture was not cut.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.